Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
I was reported that intermittently, the pump would "beep" and insulin delivery stopped. The pump did not shutdown; but it appeared as it did. Customer restarted the pump by tapping the "t button". Customer's blood glucose (bg) was 402 mg/dl and insulin via the pump was delivered to address bg. Pump system check was performed with tandem technical support and no pump issues were identified. Although multiple attempts were made by tandem technical support and field representative to obtain additional information, customer did not reply.